Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer reported that they did received insulin flow blocked alarm before that they had high blood glucose level of 400 mg/dl. Customer¿s current blood glucose level was 450 mg/dl. Customer was able to perform the high pressure test. Customer did not alleged that the insulin pump was under delivering. The insulin pump will not be returned for analysis.